Event description:
It was reported that the user experienced recurrent ¿alert 38¿ motor stall events on the ilet pump, with persistent hyperglycemia above 400 mg/dl despite multiple restarts and a supply change, and the device was replaced. Symptoms included high blood glucose readings and prolonged hyperglycemia. Outcomes included no ketone testing, no medical intervention, no assistance required, and no immediate health effects such as loss of consciousness or dka. Investigation included troubleshooting with device restarts, supply change, confirmation of full battery charge, education on backup therapy, and collection of the original device for evaluation. Investigation of this case revealed repeated motor stall alerts consistent with a pump motor stall malfunction in the insulin delivery component, leading to sustained hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction related to the pump motor system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.